Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the implantable cardioverter defibrillator (ICD) exhibited a grey longevity bar. The ICD was not used. There was no patient involvement.